Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an unspecified medication diversion event that occurred. The customer contacted bd to request access to the infusion knowledge portal to try to understand the issue. There was no information on patient involvement. Although requested, further information was not provided.